Event description:
In 2008, the lay user/patient contacted lifescan alleging that his one touch ultra was reading inaccurately high compared to his normal readings, which are usually around 120 mg/dl. The patient tests once a day around 6:30 am, takes metformin (2 tablets in the morning) and glyburide (taken if blood glucose levels are "high"). The patient first became concerned with the meter's accuracy when his meter read "250 mg/dl" in 2007 morning. He indicated that he had just started using the reported test strips for the first time. Based on the meter reading, he took a 1/2 tablet of glyburide at 6:45 am. He also took his usual metformin pills and then ate breakfast. About 3 hours later (9:30-10 am), the patient started to feel "low" with symptom of shakiness and off balance. He administered self-treatment with honey and reportedly recovered from his symptoms around 11 am. When he tested the next day on original date, his meter read "250 mg/dl" again so he decided to contact lifescan for assistance. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl." An approved sample was used, and the correct testing/cleaning techniques were used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hypoglycemic after taking glyburide based on his meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.